Manufacturer narrative:
As no further information concerning this report is available at this time, this investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient went to emergency room with chest pain, it was it found that the right ventricular (rv) lead had perforated the pericardium. This lead was explanted and replaced. No additional adverse patient effects were reported.